Event description:
The customer reported that the unit failed to power up.

Manufacturer narrative:
The customer reported that the unit failed to power up. The unit was evaluated at philips, and the reported failure was verified. Replacement of the power pca resolved this issue.